Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested replacement of the energy/therapy select knob. There was no allegation of a product malfunction; however a product malfunction was indicated by the request of the energy/therapy select knob replacement. There was no reported pt involvement and/or impact.